Manufacturer narrative:
Concomitant products as part of the system: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported end of service (eos), it was noted that it seemed correct relative to the implant date. The exact date that the eos was observed was unknown. Impedances were taken on the day of the report and one entire lead showed greater than 3600 and a few electrodes on the other lead showed greater than 3600. It was noted that only one electrode showing greater than 3600 was programmed. The patient reported feeling stim prior to eos. It was discussed checking the lead intra-operative with the multi-lead trialing cable (mltc). It was discussed that if one lead was showing all open, perhaps it was pulled out of the header block. There were no medical symptoms reported. Impedance check was done prior to normal eos implant was replaced. Another impedance check was done with the new implantable neurostimulator (ins) connected to the leads. The patient prior stim program was not utilizing any of the electrodes with high impedances before the ins was replaced so the exact same electrode configuration was given with the new battery and they had stim coverage where they needed it as they did before replacement. Other relevant medical history includes radicular pain syndrome (radiculopathies).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.